Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015; 5019 lead adaptor, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there has been loss of atrial capture and there was atrial undersensing. Lead reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.